Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ with lidocaine into the ck1, ck3, ck4, and jw1 and 2mls of juvéderm® volift¿ with lidocaine into the subcutaneous cheeks. Later that evening patient went to the emergency room for isolated abdominal pain with good initial evolution over the first two days. On the third day patient experienced the appearance of diffuse edema with several large hard and sensitive nodules. The symptoms partially improved with antihistamine and prednisone 20mg/day, but persisted. Prednisone was increased to 40 mg/day and augmentin was started. The edema decreased but the indurated nodules have remained.